Manufacturer narrative:
Device inspection showed blood ingress in both pinch valves. The valves were cleaned, and the device passed all functional testing.

Event description:
During preparation, the portal pinch valve was stuck closed and the circuit tubing could not be inserted. Troubleshooting was initially unsuccessful, but after cleaning and restarting, valve function was restored. The perfusion then proceeded normally and the liver was successfully transplanted.